Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading after caller removed cartridge before being prompted by mobile app. There was no adverse impact to the customer's blood glucose level. Cts confirmed cartridge alarm 30, instructed caller to remove cartridge and deliver 9-unit bolus, and advised that insulin on board would be affected; bolus completed successfully and caller was able to reload original cartridge, but insulin therapy was not successfully resumed, and caller was educated to always wait for app prompt before removing or loading cartridge.